Event description:
It was reported to boston scientific corporation on march 10, 2009, that an endostat iii electrosurgical unit was used during a polypectomy procedure performed in 2009. According to the complainant, during the procedure, while removing a polyp, there was insufficient power delivery to cut/coag. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.